Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 51 mg/dl. The customer treated with glucose and juice. The customer's blood glucose was 55 mg/dl. Customer reported that this morning he called and reported that the reservoir and the infusion actually was not connecting correctly and it was leaking on the top. The insulin pump will be returned for analysis.